Manufacturer narrative:
(B)(4). The sample associated with this report was returned. A visual inspection was conducted and it was observed that the tube was manufactured according to all specifications. An inflation test was performed using a syringe. The cuff was inflated and no "peeling" or flashes were observed on the cuff, although white powder was observed in the cuff. The powder identified in the cuff corresponds to a mica substance that is added to the cuff for better handling. There was no excess observed. The reported condition could not be confirmed.

Manufacturer narrative:
(B)(4). The device was not returned for investigation. The manufacturing guidelines and controls were reviewed and found effective to detect this type of failure mode. Complaint trends will continue to be monitored.

Event description:
During the pre-test plastic was observed peeling off of the cuff. There was no patient involved.